Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. It was reported that the pump became very hot during the night. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.

Manufacturer narrative:
Follow-up #1: date of submission 16-apr-2019 device evaluation: the device has been returned and evaluated by product analysis on 05-apr-2019 with the following findings: during investigation, the black box showed a voltage drop on 30-jan-2019 resulting in a "replace battery" alarm. There was no overheating duplicated during testing. The pump's electrical current draws were found within specification. The pump was opened and there was no damage or evidence of internal moisture found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.